Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9298477. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the provided photograph our quality engineers have determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter on the needle. This was discovered before use. The following information was provided by the initial reporter: before the patient was given the indwelling needle, the instrument was examined and unpacked, and white powder was found on the needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter on the needle. This was discovered before use. The following information was provided by the initial reporter: before the patient was given the indwelling needle, the instrument was examined and unpacked, and white powder was found on the needle.